Manufacturer narrative:
Please refer the analysis summary below: upon reception, the reported interrogation issue could not be reproduced. Interrogation tests were successfully performed. No loss of telemetry was observed during manipulations of the inductive telemetry head cable or of the associated dongle. Visual inspection revealed that the blue shell of the inductive head was cracked. The device was then opened to have access to its internal component. An internal component that manages the interrogation was found damaged. Traces of overheating could be observed near this component. The subject programming head will follow the normal workflow of repair and will sent back to the field.

Event description:
Reportedly, no leds lightened on the subject telemetry head and no communication could be established with an implanted device. A message stating the device was not found was displayed on the programmer screen. In addition, it was observed that the blue shell was damaged.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, no leds lightened on the subject telemetry head and no communication could be established with an implanted device. A message stating the device was not found was displayed on the programmer screen. In addition, it was observed that the blue shell was damaged.